Event description:
The patient was unaware that he had to recharge the implantable neurostimulator battery. The device was not recharged for approximately 4 months. The device was in a power on reset condition when recharging was attempted. No recharge efficiency boxes would fill. The 'call your doctor' icon was seen. The patient was seen in clinic. The neurostimulator was unresponsive to telemetry attempts by physician programmer, patient programmer, and recharger. A poor telemetry environment message was noted. A physician mode recharge was recommended. The power on reset condition was cleared, and the patient was able to recharge normally. The patient had good stimulation coverage, was doing well, and was happy with the device. The cause of the power on reset was not determined.